Event description:
Patient in operating room for t4-c6 fusion procedure with chief complaint of t1 vertebral body fracture. Rod cutter broke during procedure; instrument is complete with no missing parts.